Event description:
During a ruptured aneurysm surgery, the medtronic, inc. At1000 autotransfusion instrument was used to salvage and clean the pt's blood. The hospital reported that the instrument did not provide adequate suction to remove and process the blood. The hospital report states to the device. Pt's death was due to the ruptured aneurysm.